Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Select patient information cannot be provided due to regional privacy regulations. Pump received with multiple cracks on the case and cracked lcd window. The pump passed the displacement test and p-cap/reservoir does lock into place. Cracked lcd window, cracked belt clip slot and cracked reservoir tube lip. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer that damage (physical or cosmetic. The customer reported no adverse event. The event involved product(s) mmt-712wwb troubleshooting was not performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-712wwb was returned for analysis.